Event description:
It was reported that restenosis occurred. On (B)(6) 2023, the patient had a non-healing wound to the left foot trans-metatarsal amputation site and angiogram revealed left leg revascularization (previous intervention was unknown). The aorta and bilateral common, external, and internal iliac arteries were patent. The left common femoral, profunda femoris, and popliteal arteries were patent. The left superficial femoral artery (sfa) was patent with scattered areas of severe stenosis, and single-vessel runoff to the left foot through the peroneal artery with areas of severe stenosis. The catheter was advanced to the left superficial femoral, popliteal, and peroneal arteries with selective angiography at each level. A rotablator atherectomy device and 5 mm ranger drug-coated balloon was used for treatment of the sfa. The left peroneal artery was treated with a 2.5 mm plain balloon. Good result from revascularization of the left superficial femoral peroneal arteries with significantly improved flow lumen and more brisk filling down to the foot on completion angiogram. On (B)(6) 2023, the patient returned again with non-healing wound to the left foot trans-metatarsal amputation site and angiogram again revealed left leg revascularization. Intravascular ultrasound revealed left sfa occluded in the proximal thigh just a few centimeters past its origin with reconstitution at hunter's canal. The popliteal was patent though diffusely diseased with areas of scattered stenosis most notably around the knee and the tibioperoneal trunk was patent with moderate stenosis noted. The single-vessel runoff to the left foot through the peroneal artery was small and diffusely diseased though patent. Intravascular ultrasound showed the common femoral artery to be about 5 mm in diameter and patent, where the occluded sfa vessel diameters measured 3.54 mm. The popliteal measured 3-4 mm, tibioperoneal trunk and proximal peroneal arteries measured 2.3 mm. The catheter was advanced and a 2.2 mm phoenix atherectomy device was used to treat the sfa and popliteal arteries down to the level of the knee. The popliteal artery was also treated using a 4 mm plain balloon, and the sfa was further treated with angioplasty using 5 mm plain balloon. Follow-up angiogram performed, and intravascular ultrasound was used to evaluate the previously imaged femoral through proximal peroneal arteries. With satisfactory result, catheter and sheath and wire removed. It was noted that there was good result from revascularization with restoration of single vessel runoff to the left foot. The left lower extremity arterial tree was diffusely small but good caliber flow lumen throughout the revascularized superficial and popliteal arteries with brisk filling down to the foot.